Manufacturer narrative:
Unit received with metal portion of the battery cap separated from the plastic housing causing battery not to seat properly. Removed broken piece, installed a battery, and used a test battery cap to continue testing. No other cosmetic damage noted during physical inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was damaged causing battery not to sit well in compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.